Event description:
Same case as MDR ID# 2134265-2014-02307. (B)(4) clinical study. It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2013, coronary angiography was performed and revealed 90% in-stent restenosis in two layers of stents. A 2.50 x 32 mm promus element plus stent was then placed in the proximal saphenous vein graft (svg) to ramus to treat the lesion. In (B)(6) 2014, the subject presented with chest pain and was diagnosed with unstable angina. The patient was hospitalized on the same day. At the time of the event, the subject was on aspirin and prasugrel. The study drug per protocol was last taken on (B)(6) 2012. The 90% in-stent restenosis of study stent in svg to ramus was treated with balloon angioplasty, residual stenosis was 0%. The event was considered to be resolved without residual effects and the subject was discharged on aspirin and prasugrel on the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).